Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle came out of the sensor unexpectedly. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer indicated that the sensor would be returned for analysis. No further information was provided.

Manufacturer narrative:
The customer complaint could not be confirmed since only the needle was returned.